Event description:
Report received from the USA stating that during preventative maintenance the motor device "was leaking air" and there was "residual oil was also noticed on the hose" close to the handpiece. The device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The motor device has received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence suggests this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).